Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue happened during the planned treatment. The procedure was completed as planned by using the wireless footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿fluro foot pedal was not working¿. Upon troubleshooting fse found the issue was caused due to short in the cord in the wired footswitch. Fse replaced wired footswitch. After replacement of the wired footswitch, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wired footswitch would intermittently not fluoro. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.